Event description:
The friction connector between the cs catheter and the epidural pump tubing came out of the adhesive securement device. When the pt sat up in the bed, the IV tubing pulled out from the friction connector. As a result, csf fluid was lost from the pt and tubing contaminated. Catheter was removed. This has happened before with this catheter/tubing type. Pt complaint of headache.